Event description:
It was reported that the device's capacitor requires replacement.

Manufacturer narrative:
The bench tech evaluated the device. And determined, that the capacitor requires replacement. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the capacitor. Which was replaced, and the device was returned to full functionality. The device returned to the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported, that the device's capacitor requires replacement. There was reportedly no patient involvement. The customer requested, to return the device to the bench for evaluation and repair.